Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-17018), was submitted on 28-nov-2025. Upon completion of the investigation, the manufacturing date was updated as 01-jun-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions.. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-feb-2026 against "lot number 6009681 and similar malfunction codes: no malfunction based on complaint information. No malfunction based on complaint information. The review confirmed that lot 6009681 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Device history record (DHR) review: the lot 6009681 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12, on 01-jun-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Conclusion: no further investigation activities were required. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009681 and related malfunction codes. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis event.the blood glucose level was 500 mg/dl at the time of event and the patient got treated with insulin drip.the duration of hospitalization was greater than 24 hours. Patient experienced the symptoms of increased thirst at the time of the event.the patient was tested positive for ketones but doesnot know the exact result. No further information available.